Event description:
Health care professional (hcp) reported a patient (pt) receiving hemodialysis treatment on the baxter sps 1550 device complained of cramps and experienced low blood pressures (unknown readings) during the treatment. Upon completion of the treatment, hcp weighed the pt and found that more ultrafiltrate was removed than the programmed amount. Hcp reported the device was programmed to remove 2.7 kg and the pt's weight indicated that 7.5 kg had been removed. The physician was notified and hcp administered normal saline (unknown dose and route). The pt was stabilized and discharged to home. Device alarmed throughout treatment with low transmembrane pressure alarms.